Event description:
The customer reported that the ventilator went vent inop and alarmed while in standby mode. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the reported problem. Review of the ventilator diagnostic log noted an occurrence of a data acquisition pcba adc reference failure. The service technician replaced the data acquisition to motor controller pcb cable to address the finding. Applicable final testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.